Manufacturer narrative:
Additional information has been provided in b5. Corrected information has been provided in d1. Ppae (renal failure/organ failure/fever): the root cause of the injury was not determined due to insufficient clinical details.

Event description:
Additional event information states that the device was discarded post explant.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 54-year-old male with no known past medical history presented with severe chest pain and shortness of breath. He was diagnosed with a st-segment elevation myocardial infarction complicated by cardiogenic shock. On examination, the patient exhibited mottling of the chest and extremities, and there were no palpable lower-extremity pulses bilaterally. During the emergent heart catheterization, the patient experienced cardiac arrest and required 3 rounds of advanced cardiac life support. A transvenous pacemaker was inserted. The clinical team elected to implant an impella cp device for circulatory support. The impella device was successfully implanted, and the patient was transferred to the intensive care unit in critical condition. On the following day, the patient¿s white blood cell count was elevated, and antibiotic therapy was initiated. On the second hospital day, the patient was noted to be febrile. On the third day, the patient continued to clinically deteriorate. Sustained low-efficiency dialysis was attempted multiple times but was not tolerated. The patient continued to decline rapidly and was unable to recover from pneumosepsis and multiorgan failure, ultimately resulting in death. While impella cp is conservatively coded for the complications, they are more likely due to the patient¿s underlying medical conditions and deteriorating hemodynamic status. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and response to therapy.